Event description:
It was reported that following a prolapse repair procedure in 2007, the patient experienced severe pain and a bulge in her left vulvar area five months later, and was admitted to the hospital. The on-call general surgeon opened her up, and confirmed that there was an abscess on the right side, and that the left side wound was healing. The patient was prescribed demorol for pain. The patient had no symptoms fifteen days later, when she followed up with the general surgeon. The general surgeon performed a laparoscopy procedure, and found a minimal perineam defect and repaired. He removed a piece of the biomesh and sent it to the lab. Results were not provided to the manufacturer. Six days later, the patient experienced severe pain on the right side. The doctor has scheduled the removal of the biomesh on the same day, to allow the incisions on both sides to heal. The doctor stated that he would not provide the manufacturer with any additional information.

Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. Abscess formation has been viewed as a host defence strategy to contain the spread of infection. (Ref: inflammatory processes in murine model of intra-abdominal abscess formation. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection.